Event description:
Report received indicating that the foot of the attachment was cut by tool contact during a cranial procedure. The surgeon immediately retrieved the broken portion. There was no pt impact.

Manufacturer narrative:
Comments: eval determined that the attachment damage is consistent with abrasion from tool contact. The broken portion was not returned with the attachment for eval. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."